Manufacturer narrative:
A follow up report will be sent upon completion of this investigation.

Event description:
The customer reported a false asystole alarm on an unconscious patient resulting in unnecessary resuscitation efforts being performed on the patient who suffered several fractured ribs.

Manufacturer narrative:
The customer reported a multimed pod failure resulting in false asystole. Photos of the identified multimed cable were received and reviewed by draeger and substantial visible physical damage was noted on the connector end of the multimed pod cable. The root cause of the reported symptom is consistent with the use of a damaged mutlimed cable. The cause of the damage to the cable is unknown. Users are advised not to use cables if there are any signs of damage. The delta instructions for use (ms31168, vf9), page 10, provides the following warning: if the device is mechanically damaged, or if it is not working properly, do not use it. Contact your hospital¿s technical personnel. Never perform monitor service or maintenance activities while actively monitoring a patient. Additionally, page 17 recommends a visual inspection before every use which includes inspecting all accessories and advises not to use if there are any signs of physical damage.

Event description:
The customer reported a false asystole alarm on an unconscious patient resulting in unnecessary resuscitation efforts being performed on the patient who suffered several fractured ribs.